Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the fourth product during segmental resection of lung and thoracoscopy, the reload was attached to the handle and the device approached to the tissue, but the handle could not be squeezed, and it returned back. It was thought that the handle was with problem, but the situation was the same even it was replaced with a new handle. The handle and reload were stopped using, and another device from other manufacturing was used complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury.